Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation underneath the front electrode. The area was described as a bleeding abrasion-like blister. The patient contacted his doctor who agreed with his use of "new skin" to treat the irritation. During a follow-up, the patient stated the irritation had improved due to this treatment.